Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted anterior resection, when the scrub nurse was loading the reload on to the stapler and it was noticed that the reload jaws did not fully close, so it was decided by the surgeon to open a new reload. The reload did not touch the patient and was never fired or used in the case and there was no harm to the patient or delay to the procedure. The handle was used throughout the procedure before and after the reload was noticed to be ajar.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and physical evaluation of one device. A visual inspection of the returned photo noted no abnormalities. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.